Event description:
The patient was a male but the age unknown. The target lesion was in the left main artery (lma) through the proximal lad. The lesion was a de novo, non-calcified and slightly tortuous. There was 75% stenosis. Radial approach was chosen for this procedure. Pre-dilation was conducted with a balloon (2.5/15mm: ryujin plus). The pressure and the inflation time were unknown. The first cypher stent, a 3.5 x 13 mm, was delivered to the lesion in the lma, and dilated at 18atm for 20~30sec. Then, a 2nd cypher stent, a 3.0 x 18mm, was implanted at the lesion in the proximal lad, overlapping the distal edge of the 1st cypher. The 3.5 x 13mm stent delivery balloon (sds) was re-delivered to the lesion in the proximal lad for post-dilation. There was no resistance felt during advancement. While the balloon was being inflated, at approximately 6atm, the physician noticed leakage of the inflation medium from the proximal shoulder of the balloon under fluoroscopy. The sds was withdrawn from the lesion because the physician suspected the sds to be ruptured. Post-dilatation of the lad was completed with a 3.5 x 15mm firestar balloon. Then, post-dilatation with a 4.0 x 10mm balloon was conducted in the lma. The procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.